Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-13284. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited low pacing impedance and episodes of noise. A fluoroscopy was performed and the right ventricular - rv lead was found to be dislodged. The atrial and rv leads were explanted and replaced. The patient was in stable condition throughout the procedure.